Manufacturer narrative:
The product was not returned to manufacture. The investigation was completed on 17 august 2023. Based on the pictures sent by the customer, the analysis shows that an o-ring is missing inside in the proximal area. The ring is responsible for the sealing. This probably fell out during reprocessing and was not noticed by the user. According to the reprocessing instruction 27056lm_en_v48.2_03-2023_ri_ce, it is pointed out to check the article for completeness before and after use, otherwise supplement or exchange the article. Because the article was not returned for examination, no deeper investigation is possible. Since the procedure was cancelled due to device issue, therefore this case is reportable the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that on tuesday, (B)(6) 2023, themorcellator system did not work 100% correctly, which caused the procedure to be cancelled. According to the doctor the patient was not injured.

Manufacturer narrative:
The item in question was disposed and not returned to the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4).